Event description:
The customer called for help with a check settings alarm after inserting a battery into the insulin pump. The customer was assisted and then she mentioned that she was hospitalized for diabetic ketoacidosis. The customer also mentioned that the blood glucose meter was not working. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.